Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97792, lot# n367497, implanted: (B)(6) 2013, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37791, serial# unknown, product type: recharger. (B)(4).

Manufacturer narrative:
Analysis of the device (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies. It was noted that there was no evidence that the complaint device behaved differently than the control device. No abnormal hot spots observed from infra-red images and thermocouple data closely matched the control data. It was also noted that the returned recharger was used for testing. It was further noted that the acc selftest status, sensor; initial read; vertical read; and horizontal read tests resulted in a fail. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the healthcare professional (hcp) opened the pocket during a surgical procedure he thought that the pocket looked "fishy". It was noted that the previous implantable neurostimulator (ins) was only due to heat in the pocket. It was noted a few times that there had been "burning in the pocket" it was noted that they may be removing everything today due to the pocket issue (fishy).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported as far as the manufacturer representative knows the patient is recovering and will be implanted again in the future.

Manufacturer narrative:
Additional review determined the following result code is also related to this event: additional review determined the following conslusion code is also related to this event: . Additional review determined the following result code is not related to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the system was explanted on (B)(6) 2014 due to an infection.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was irritation at the implant site. The event was related to the device. The device diagnosis was faulty battery. The implant site got hot and red when charging. Actions taken as a result of the event included explanted/replaced. The outcome was resolved without sequelae. Relevant medical history includes: postlaminectomy pain spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient recharged the ¿area below the implantable neurostimulator (ins) became red, sore, and felt like burned tissue.¿ it was further reported the area ¿progressively became larger¿ and had ¿appeared to heal but was still discolored.¿ it was added that there was ¿discoloration of the tissue at the pocket site¿ and below the right ins. It was stated that this occurred approximately two weeks after the ins was implanted and had continued up until the device was explanted on the day of report. It was additionally stated the patient was ¿limited to 30 minutes of recharging time due to the burning sensation at the ins site¿ prior to explant. It was reported the patient ¿denied any issue with the recharging disc feeling hot to touch or any complaint regarding (the recharger) unit.¿ it was noted the patient did not want to have the ins replaced as she was ¿afraid to interrupt stimulation for her reflect sympathetic dystrophy (rsd)¿ syndrome. It was further noted the patient eventually agreed to have the ins replaced at her physician¿s insistence. It was reported that impedance testing had been performed. It was noted the patient was alive with no injury at the time of report. Additional information stated the ¿leads were not replaced, just the generator.¿ it was reported the ¿patient¿s coverage was appropriate after replacement.¿ additional information indicated the impedance testing found ¿no electrodes out-of-range.¿ additional information has been requested. A supplemental report will be filed if additional information is received.